Manufacturer narrative:
(B)(4). The investigation confirmed the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Visual examination of the product confirmed the device is broken.